Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. For the first reload, there was poor staple formation and the proximal part of the staple line was incomplete. They changed the reload to fix the staple line. The second reload had an unknown issue. No known patient injury.